Manufacturer narrative:
The investigation for the reported thrombus has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the thrombus could not be determined. The instructions for use referenced in the initial report is for the impella cp with smartassist for use during cardiogenic shock and high risk cpi in the following sections: section: using the automated impella controller with the impella catheter. Section: using the automated impella controller with the impella rp with smartassist system catheter. Added- h6 clinical code 4440 b1-corrected to adverse event. B2-selected life threatening. H1 changed to serious injury.

Event description:
The complainant reported that a 69 year old female patient undergoing impella cp pump implant, had the pump inserted through peel-away sheath without aspiration or flush. The pump attempted to flow 1.6 l then stopped. The pump was removed and there was a clot in the outlet. When the pump ran in saline at p4, multiple clots were noted. Therefore, a different device was used to complete the procedure. There was no reported patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿